Manufacturer narrative:
(B)(4). Batch # n56x0f. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: can you please clarify, when the "blade could not return" had the device locked out (no staples or cut line delivered)? Or had the device partially fired (staple line and cut line equal in length)? Or had the device delivered a complete staple line and cut line but the knife did not return to the home position? The device had delivered a complete staple line and cut line but the knife did not return to the home position.

Event description:
It was reported that during the resection of superior lobe of right lung procedure, the blade could not return. Use of the manual override lever was used to return the blade. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n56x0f. The analysis found that one pse45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.